Event description:
Cook medical micropuncture introducer broke off in the patient's left internal jugular. Device had to be repositioned multiple times related to patient anatomy and required approach. Equipment kinked then fractured during the procedure. This required a cutdown for exploration to locate the device tip. Physician noted that the device is not radiopaque. So could not see it well during exploration. Unable to be seen on xr (x-ray). Chair bound, lives in a nursing home, esrd on hd, was here for work on an infected avf (arteriovenous fistula).